Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular lead was explanted due to a dislodgement. This lead was successfully replaced. This lead was returned and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular lead was explanted due to a dislodgement. This lead was successfully replaced. This lead was returned and is pending analysis. No additional adverse patient effects were reported.